Event description:
The customer reported via phone call that the insulin pump alarmed button error while the insulin pump had been in her pocket. The customer's blood glucose was 156 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with moisture damage was found on the keypad traces. All of the buttons function properly and no button error alarm noted during testing. The insulin pump has minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.